Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. As described a review by a health care professional (hcp) determined that the reported event has a root cause unrelated to the implanted zimmer biomet device, therefore a medical investigation is performed and a review of the manufacturing record is not required. Device is used for treatment. Medical records were provided and reviewed by a health care professional: the reported infection occurred more than 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection pending sterile certs. As the infection occurred more than 90 days post implantation it is deemed not to be device related. The root cause of the reported issue is attributed to non-device related infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to recurrent right hip infection, pain, and elevated inflammatory markers. Approximately 3 years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She; item#00633405028; lot#64103052. M/l taper femoral stem; item#00771101200; lot#61945467. Trilogy acetabular shell: item#00620005222; lot#61911398. Report source- canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.